Manufacturer narrative:
(B) (6). (B) (4) "removal of foreign body". The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a cystocele pelvic floor repair procedure using an uphold vaginal support system, about an inch of the plastic sheathing detached from the mesh leg inside the patient. The physician used pick-ups to retrieve the detached sheathing and opened a stand-alone capio suture to re-secure the mesh leg and completed the procedure with this device, without complications to the patient, who is reportedly ¿fine¿ post-procedure.